Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The main board was out of calibration, unit have been recalibrated and tested to meet factory's specs, no other faults found.

Event description:
While using a g310, there was low water flow and the handpiece was heating up; no injury resulted.